Event description:
It was reported by the customer that the bd pyxis¿ medbank tower failed to work. The customer stated the issues from previous time the field service engineer visited are ongoing in addition to other issues the facility is facing. The customer reported that the 'next' button was greyed out when issuing the following items from related bins, regardless of whether from a med order or override. The customer stated that the medication count is off, and that they were unable to complete the item workflow, which is throwing off the count after they remove item and cannot adjust the quantity. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to work and was unable to complete issue item. A field service engineer found drawer latch was not sensing and replaced the lock to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.